Manufacturer narrative:
Samples received: 1 open unit. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received one open sample where the glue has come out of the ampoule. Therefore, without any closed sample we cannot carry out an analysis in order to take a decision. We have reviewed the batch manufacturing record of this product and no deviations have been found. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 date of event: unknown when additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional "after opening the ampoule the glue was found to be unusable. Noticed prior to use on patient."